Event description:
The patient was having a hydrothermal ablation of the uterus when the genesys hta system shut down and rebooted with approximately 20 seconds left in the ablation process. Error code 25 appeared on the screen when the reboot was complete stating there was insufficient cooling time. Then the machine started to cool. The vendor came in and completed a check with no issue found. Biomed returned the product to the or.